Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings. During investigation, the battery compartment was found to be cracked. There was a battery compartment leak and moisture ingress. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and moisture ingress. This report is made based on results of investigation completed on (B)(6) 2017.